Manufacturer narrative:
The initial was submitted under report number 1234-2022-46, however, due to the incorrect FDA report number generated, a second complaint was created to correct the issue. A review of the manufacturing documentation associated with lot 82223759 presented no issues during the manufacturing process that can be related to the reported event.

Event description:
As reported, an aquatrack hydrophilic nitinol guidewire 180cm broke during a drainage of an intraperitoneal collection. It was noticed that the wire didn¿t come out in one piece when removing from the patient after attempting to pass the biliary drain. Approximately 1cm was left inside the patient abdominal cavity of the left flank. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
There is no additional information received or changes made to this report. This report was generated an error and due to the system's limitation this report is being submitted.